Event description:
Patient has infusaport that was accessed and had IV fluids infusing through. Patient went to bathroom and came out of bathroom holding microclave cap from second hub (closest to patient on infusaport tube), and the hub now had no cap and was leaking blood and IV fluids. The microclave cap popped off while patient was in bathroom. Registered nurse clamped tube at this time and port was de-accessed, then re-accessed using sterile technique. This was one of the old bard port needles that we are replacing as soon as we get the new ones in stock. Port was clamped off, de-accessed and then re-accessed with a new needle. Infusion set in not available for return, it was discarded. No harm to patient.